Event description:
It was reported that upon examination of the device while still inside the packaging, it was found that the needle was not attached to the suture. This was noticed before usage on a pt.

Manufacturer narrative:
(B)(4). (B)(4). Detached needle. Result - inconclusive - the actual device returned for eval shows an open folder which contains a thread segment (approx 39 cm long) with one cut and one broken end. The needle was not present so the cause of the detaching of the needle could not be verified. Conclusion: no conclusion can be drawn at this time. Should additional info be obtained, a supplemental 3500a form will be submitted accordingly. Results: rep samples of the product were tested for needle pull strength and the results obtained were in conformance with the requirements. Conclusion: no device failure detected and the product is within spec. In addition, a review of the batch mfg records was conducted and the batch met all finished goods release criteria.